Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl with large ketones. Reportedly, the customer was hospitalized on (B)(6) 2016 and was treated with intravenous drip. It was noted that the customer's bg level was returning to target. During trouble shooting with tandem's technical support, it was noted that there were air bubbles and that the customer was filling the cartridge with cold insulin. A follow up with the customer indicated that they were released from the hospital on (B)(6) 2016.